Event description:
A report was received that the patient will undergo an explant procedure. Reason unknown.

Manufacturer narrative:
Additional information was received that the patient underwent an explant procedure due to ineffective therapy. The explanted devices were not returned to bsn as they were discarded by the medical facility.

Event description:
A report was received that the patient will undergo an explant procedure. Reason unknown.

Manufacturer narrative:
Additional suspect medical device components involved in the event: model #: sc-2108-50m, serial/lot #: (B)(4), description: scs lead kit, phase 2 sterile package.